Event description:
Event description cpi received strips that show this implantable pulse generator (ipg) was exhibiting loss of atrial sensing in bipolar mode with intermittent loss of capture. Oversensing was also noted in the unipolar mode. Patient is asymptomatic.